Manufacturer narrative:
Additional method code.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly, dropping from 80% battery life to 5%, within one day. Customer's blood glucose level was not impacted.